Event description:
As reported by the user facility (translation of user facility info by (B)(4)): too many drops. Infusomat space gave alarm "too many drops" over and over again even pump was stopped by pressing start/stop button. The staff noticed free flow-case.

Manufacturer narrative:
Exemption number (B)(4). B braun medical, inc (importer) is submitting this report on behalf of b braun (B)(4) (MFR). This report has been identified as b braun (B)(4). The history log files of the received sample were read and analyzed. The therapy indicated by the customer could not be found on the announced day. A 24 hour long term test was requested to determine the therapy. No free flow occurred. The device was tested according to the requirements of the technical safety check in triplicate. All measured values were within spec. The returned infusomat space pump meet the requirements. No specific conclusion can be drawn.